Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 05-jul-2023. The most recent information was received on 18-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("unexplained right abdominal pain") in a 43 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3436 days after essure insertion, she experienced abdominal pain (seriousness criterion intervention required), fatigue ("intense fatigue / tiredness"), fungal infection ("mycosis"), heavy menstrual bleeding ("haemorrhagic periods"), dyspnoea ("breathlessness"), headache ("headache / ¿helmet¿ on the head"), flatulence ("tympany"), varicose vein ("varicose veins / pronounced varicose veins despite two operations"), sinusitis ("sinusitis partial absence of right sinus requiring a sinus lift,"), dizziness ("dizziness"), a first episode of dyslexia ("dyslexia"), alopecia ("hair loss"), visual impairment ("visual impairment ¿ three pairs of glasses in four years/ difficulty in reading"), ear discomfort ("blocked ear particularly the right"), ear infection ("ear infection"), ear pain ("ear pain"), gingival disorder ("gum problems: periodontology and intense salivation"), goitre ("swollen thyroid on the left"), tachycardia ("tachycardia that wakes me up feeling anxious"), anxiety ("anxious"), insomnia ("recurring insomnia /insomnia with sudden wakefulness and anxiety at three o¿clock in the morning"), back pain ("back pain / lumbar pain /vicelike pain in back /stabbing pain in the back"), libido decreased ("decreased libido"), aching in knees ("pain in the knees / pain in knees"), pain in extremity ("pain in feet"), peripheral swelling ("left leg worrisome, very swollen, both legs swollen"), cyst ("two cyst on left foot"), self esteem decreased ("loss of self-confidence"), abulia ("indecisiveness"), concentration impairment ("difficulty concentrating"), anaemia ("anaemia") and vitamin d deficiency ("vitamin d deficiency"). At an unknown time she experienced allergy to metals ("nickel allergy"), vision blurred ("blurred vision"), heart rate irregular ("irregular, unexplained heart rate"), premenstrual syndrome ("pronounced pre-menstrual syndrome"), palpitations ("heart palpitations, especially when lying down"), memory impairment ("memory issues"), confusional state ("confusion"), polyuria ("polyuria"), hyperhidrosis ("increased sweat"), salivary hypersecretion ("increased saliva"), skin burning sensation ("feeling of burning fluid beneath the skin"), dry skin ("very dry skin"), nail disorder ("nails on feet and hands deformed"), trichiasis ("eyelashes growing chaotically inside eyelid"), hypothyroidism ("hypothyroidism"), chest pain ("paiin in below collarbone"), pelvic pain ("pelvic pain"), dysgeusia ("battery taste on tongue"), depression ("depression"), vein disorder ("a lot of blood in the veins on the head"), a second episode of dyslexia ("dyslexia"), attention concentration difficulty ("difficulty remembering things and focusing"), pain ankle ("pain in left ankle"), tinnitus ("ears blocked all of a sudden then ringing") and head pain ("pain in skull") and was found to have urine output increased ("increased urine"). The patient was treated with surgery (bilateral salpingectomy and sinus lift) and non-drug therapy (periodontology). At the time of the report, the dyspnoea, dizziness, back pain and palpitations were resolving and the fatigue, headache and vision blurred had not resolved. The outcomes for abdominal pain, fungal infection, heavy menstrual bleeding, flatulence, varicose vein, sinusitis, alopecia, visual impairment, ear discomfort, ear infection, ear pain, gingival disorder, goitre, tachycardia, anxiety, insomnia, libido decreased, arthralgia, pain in extremity, peripheral swelling, cyst, self esteem decreased, abulia, disturbance in attention, anaemia, vitamin d deficiency, allergy to metals, heart rate irregular, premenstrual syndrome, hyperhidrosis, urine output increased, salivary hypersecretion, skin burning sensation, dry skin, nail disorder, trichiasis, hypothyroidism, chest pain, pelvic pain, dysgeusia and depression were unknown. Essure was removed on (B)(6) 2021. The reporter considered abdominal pain, abulia, allergy to metals, alopecia, anaemia, anxiety, aching in knees, pain ankle, back pain, chest pain, confusional state, cyst, depression, concentration impairment, attention concentration difficulty, dizziness, dry skin, dysgeusia, the first episode of dyslexia, the second episode of dyslexia, dyspnoea, ear discomfort, ear infection, ear pain, fatigue, flatulence, fungal infection, gingival disorder, goitre, headache, head pain, heart rate irregular, heavy menstrual bleeding, hyperhidrosis, hypothyroidism, insomnia, libido decreased, memory impairment, nail disorder, pain in extremity, palpitations, pelvic pain, peripheral swelling, polyuria, premenstrual syndrome, salivary hypersecretion, self esteem decreased, sinusitis, skin burning sensation, tachycardia, tinnitus, trichiasis, urine output increased, varicose vein, vein disorder, vision blurred, visual impairment and vitamin d deficiency to be related to essure administration. The reporter commented: extract from the report on the insertion procedure (B)(6) 2011 gentle cervical dilation using water pressure from the hysteroscope. Penetration into the uterine cavity. Both tubal ostia clearly visible. Right implant fitted with four spires remaining in the uterine cavity. Left implant fitted with four spires remaining in the uterine cavity. Hysteroscope then removed have come to realise that the various different unexplained afflictions I¿ve been suffering from are due to the essure medical devices I¿ve been fitted with. It was my new doctor who finally helped me to identify the cause. The essure devices have affected my personal life ¿ to the extent that I had to get a divorce ¿ as well as my professional life ¿ unfitness procedure after three years on a permanent contract. As I am still fitted with the essure implants, I am currently very tired because I work ¿ fortunately part-time. 09-nov-2021: extract from report on nickel allergy assessment appointment exploration of allergy to metals, nickel in the context of the removal of an essure device containing nickel. Indicated contact reactions with metal objects (costume jewellery, belt loop). Nickel patch +++ 48 and 72 hours in conclusion: nickel allergy confirmed. Hysteroscope inserted. Healthy cavity visible. Ostia fully visible, totally normal, no trace of any remnants of essure implants removal of implants via salpingectomy without cornuectomy of the uterus on (B)(6) 2021. Some symptoms have improved or disappeared: shortness of breath and heart palpitations, dizziness, vicelike pain in back, helmet pain on head other symptoms have appeared: - joint problems: torn meniscus / difficulty walking, - pain related to fibromyalgia, - depression, - loss of autonomy and movement, - pain when standing, - back pain, - abdominal pain, - high susceptibility to tiredness, and - premature aging. Discrepancy between outcome of ¿helmet pain on head¿, ¿helmet on head¿ improved versus got worse. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 05-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("unexplained right abdominal pain") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2011, the patient had essure inserted. On (B)(6)2020, 3436 days after essure insertion, she experienced abdominal pain (seriousness criterion intervention required), fatigue ("intense fatigue / tiredness"), fungal infection ("mycosis"), heavy menstrual bleeding ("haemorrhagic periods"), dyspnoea ("breathlessness"), headache ("headache / ¿helmet¿ on the head"), flatulence ("tympany"), varicose vein ("varicose veins / pronounced varicose veins despite two operations"), sinusitis ("sinusitis partial absence of right sinus requiring a sinus lift,"), dizziness ("dizziness"), a first episode of dyslexia ("dyslexia"), alopecia ("hair loss"), visual impairment ("visual impairment ¿ three pairs of glasses in four years/ difficulty in reading"), ear discomfort ("blocked ear particularly the right"), ear infection ("ear infection"), ear pain ("ear pain"), gingival disorder ("gum problems: periodontology and intense salivation"), goitre ("swollen thyroid on the left"), tachycardia ("tachycardia that wakes me up feeling anxious"), anxiety ("anxious"), insomnia ("recurring insomnia /insomnia with sudden wakefulness and anxiety at three o¿clock in the morning"), back pain ("back pain / lumbar pain /vicelike pain in back /stabbing pain in the back"), libido decreased ("decreased libido"), aching in knees ("pain in the knees / pain in knees"), pain in extremity ("pain in feet"), peripheral swelling ("left leg worrisome, very swollen, both legs swollen"), cyst ("two cyst on left foot"), self esteem decreased ("loss of self-confidence"), abulia ("indecisiveness"), concentration impairment ("difficulty concentrating"), anaemia ("anaemia") and vitamin d deficiency ("vitamin d deficiency"). Essure was removed on (B)(6)2021. An unknown time later she experienced allergy to metals ("nickel allergy"), vision blurred ("blurred vision"), heart rate irregular ("irregular, unexplained heart rate"), premenstrual syndrome ("pronounced pre-menstrual syndrome"), palpitations ("heart palpitations, especially when lying down"), memory impairment ("memory issues"), confusional state ("confusion"), polyuria ("polyuria"), hyperhidrosis ("increased sweat"), salivary hypersecretion ("increased saliva"), skin burning sensation ("feeling of burning fluid beneath the skin"), dry skin ("very dry skin"), nail disorder ("nails on feet and hands deformed"), trichiasis ("eyelashes growing chaotically inside eyelid"), hypothyroidism ("hypothyroidism"), chest pain ("paiin in below collarbone"), pelvic pain ("pelvic pain"), dysgeusia ("battery taste on tongue"), depression ("depression"), vein disorder ("a lot of blood in the veins on the head"), a second episode of dyslexia ("dyslexia"), attention concentration difficulty ("difficulty remembering things and focusing"), pain ankle ("pain in left ankle"), tinnitus ("ears blocked all of a sudden then ringing") and head pain ("pain in skull") and was found to have urine output increased ("increased urine"). The patient was treated with surgery (bilateral salpingectomy and sinus lift) and non-drug therapy (periodontology). At the time of the report, the dyspnoea, dizziness, back pain and palpitations were resolving and the fatigue, headache and vision blurred had not resolved. The outcomes for abdominal pain, fungal infection, heavy menstrual bleeding, flatulence, varicose vein, sinusitis, alopecia, visual impairment, ear discomfort, ear infection, ear pain, gingival disorder, goitre, tachycardia, anxiety, insomnia, libido decreased, arthralgia, pain in extremity, peripheral swelling, cyst, self esteem decreased, abulia, disturbance in attention, anaemia, vitamin d deficiency, allergy to metals, heart rate irregular, premenstrual syndrome, hyperhidrosis, urine output increased, salivary hypersecretion, skin burning sensation, dry skin, nail disorder, trichiasis, hypothyroidism, chest pain, pelvic pain, dysgeusia and depression were unknown. The reporter considered abdominal pain, abulia, allergy to metals, alopecia, anaemia, anxiety, aching in knees, pain ankle, back pain, chest pain, confusional state, cyst, depression, concentration impairment, attention concentration difficulty, dizziness, dry skin, dysgeusia, the first episode of dyslexia, the second episode of dyslexia, dyspnoea, ear discomfort, ear infection, ear pain, fatigue, flatulence, fungal infection, gingival disorder, goitre, headache, head pain, heart rate irregular, heavy menstrual bleeding, hyperhidrosis, hypothyroidism, insomnia, libido decreased, memory impairment, nail disorder, pain in extremity, palpitations, pelvic pain, peripheral swelling, polyuria, premenstrual syndrome, salivary hypersecretion, self esteem decreased, sinusitis, skin burning sensation, tachycardia, tinnitus, trichiasis, urine output increased, varicose vein, vein disorder, vision blurred, visual impairment and vitamin d deficiency to be related to essure administration. The reporter commented: extract from the report on the insertion procedure (B)(6)2011 gentle cervical dilation using water pressure from the hysteroscope. Penetration into the uterine cavity. Both tubal ostia clearly visible. Right implant fitted with four spires remaining in the uterine cavity. Left implant fitted with four spires remaining in the uterine cavity. Hysteroscope then removed have come to realise that the various different unexplained afflictions I¿ve been suffering from are due to the essure medical devices I¿ve been fitted with. It was my new doctor who finally helped me to identify the cause. The essure devices have affected my personal life ¿ to the extent that I had to get a divorce ¿ as well as my professional life ¿ unfitness procedure after three years on a permanent contract. As I am still fitted with the essure implants, I am currently very tired because I work ¿ fortunately part-time. (B)(6)2021: extract from report on nickel allergy assessment appointment exploration of allergy to metals, nickel in the context of the removal of an essure device containing nickel. Indicated contact reactions with metal objects (costume jewellery, belt loop). Nickel patch 48 and 72 hours. In conclusion: nickel allergy confirmed. Hysteroscope inserted. Healthy cavity visible. Ostia fully visible, totally normal, no trace of any remnants of essure implants. Removal of implants via salpingectomy without cornuectomy of the uterus on (B)(6)2021. Some symptoms have improved or disappeared: shortness of breath and heart palpitations, dizziness, vicelike pain in back, helmet pain on head other symptoms have appeared: joint problems: torn meniscus / difficulty walking, pain related to fibromyalgia, depression, loss of autonomy and movement, pain when standing, back pain, abdominal pain, high susceptibility to tiredness, premature aging, discrepancy between outcome of ¿helmet pain on head¿, ¿helmet on head¿ improved versus got worse. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.